Manufacturer narrative:
This event is being reported as there was a malfunction to a life-supporting device, the monitron ii, which used in conjunction with the vdr-4 ventilator. The monitron was communicated to experience a blank screen while in use on a patient. However, no patient harm was reported by the customer and the ventilator was stated to continue to function as intended. The device was not returned for evaluation, and therefore, a root cause could not be determined. If additional information is obtained, a follow up MDR will be submitted.

Event description:
Monitron screen went blank while in use on a patient. The monitron is used in combination with a vdr ventilator. The ventilator still functioned as intended and there was no impact to the patient. No harm was reported by the customer.